Event description:
Customer reported that device displays "system error" when powered on. No adverse event to the patient was reported.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The results of the analysis disclosed that the load plate cover was torn. The archive data exhibited multiple latch error 136 (internal parameter corrupted). The device also had a defective processor pca board. No adverse event was reported.